Event description:
On-q pump was filled with ropivacaine diluted to 0.2% per procedure on (B)(6) 2017. When pump was dispensed, it was leaking profusely where the tubing connects to the device. This was discovered prior to dispensing to a pt.